Event description:
It was reported that the user dropped the ilet, after which the touchscreen became unresponsive and the user could not navigate the device; blood glucose was reported as normal at the time and the user transitioned to alternate therapy. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no long-term impact. Investigation included remote troubleshooting and logistics review associated with device exchange. Investigation of this device revealed a damaged front panel/display assembly consistent with a user-induced mechanical impact resulting in a nonfunctional touchscreen and loss of user interface control, with no evidence of alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental drop, categorized as user handling-related and not a manufacturing or design defect.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."